Event description:
It was reported the physician malleted the implant of multifix p knotless fixation system into the pt's bone. The implant reportedly did not fully insert at the first mallet, the physician malleted the anchor again. The add'l mallets used cause the anchor to bend approx 15 degrees. When the physician tried to mallet the anchor again, the tip of the anchor broke off. The anchor again, the tip of the anchor broke off. The anchor was removed and replaced with a new multifix p knotless fixation system implant. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. W/o a lot or serial number, no mfg or expiration dates can be provided.